Manufacturer narrative:
We have received the complaint device for evaluation and we have confirmed the reported incident. When we attempted to inflate the common carotid balloon with saline, we observed a leakage at the inflation arm -irrigation lumen joint. This channel is formed by inserting a heated probe between 3 to 6 mm into the inflation lumen. At this time, we could not conclusively determine the root cause of the issue. However, it is possible that the issue could be related to a manufacturing error- the probe tore the outer wall of the inflation lumen during forming the channel for inserting the inflation arm and since the glue is normally not applied on this section, the defect was not fixed. At this time, we could not confirm if this device was checked before the procedure. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot.

Event description:
Intraoperatively, surgeon detected a leakage from the f3 carotid shunt during an endarterectomy procedure. The surgeon then used another f3 shunt for the procedure.